Event description:
It was reported to philips that the disk space was too low. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by deleting some patient images. It was reported to philips that the disk space was low. Upon troubleshooting, the philips remote service engineer (rse) checked with the customer and suggested some repair action to the requested philips field service engineer (fse). The fse went onsite, checked the device and confirmed that patient database has very limited space. To resolve the issue, fse checked the patient database and performed the database repair. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.